Manufacturer narrative:
"Based on review of customer-provided device images, there is evidence of marksman catheter separation." This condition was not reported at time of the event. The marksman has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the medtronic flow diverter was stuck in the catheter. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 12 mm and a 4.9 mm neck dia meter. It was noted the patient's vessel tortuosity was moderate. It was reported that after the flow diverter was unable to be pushed out of the catheter after repeated attempts. Another marksman and flow diverter were used and the surgery was completed with no issue. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. "Based on review of customer-provided device images, there is evidence of marksman catheter separation."